Event description:
It was originally reported that the patient¿s health care provider (hcp) requested help to check the device. The hcp was thinking about removing the ins but it was unknown why. The patient¿s hcp confirmed on (B)(6) 2013 that the patient needed an MRI of his back. The ins was removed but the leads remained implanted. The patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).